Manufacturer narrative:
Damaged feedbar and antibackup. Evaluation summary: the analysis results for the mcm30 instrument confirmed that it was returned non-functional. The instrument was cycled and would not fed the clips. The anti-back-up was non-functional. Upon disassembly of the instrument the feedbar was found to be bent at the tip and disengaged from the feedbar driver. The anti-backup teeth were found to be worn out. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during an unk procedure, the clip of the device would not load. A new device of the same product code was used to complete the case. No pt consequence reported.